Manufacturer narrative:
This report is submitted on dec 31, 2021.

Event description:
Per the clinic, the patient hit his head resulting in a loss of osseointegration of the implant on (B)(6) 2021. A topical antibiotic was administered. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.